Event description:
It was reported to boston scientific corporation on march 23, 2009, that an endostat ii electrosurgical unit was used during a procedure performed on (B)(6), 2009. According to the complainant, the endostat unit's output power jumps in intermittently during cauterization. The procedure was completed with the same endostat ii electrosurgical unit. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the complaint device failure analysis, if from that review further relevant information is identified, a supplemental medwatch will be filed. (B)(4).